Event description:
A catheter broke off inside a patient and had to be surgically removed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Per facility fax, inform blood glucose result for an unresponsive patient at 0711 was 105 mg/dl. "Dr ruled out low glucose". At 0745, patient still unresponsive, inform result 149 mg/dl, lab sample taken at the same time resulted as 30 mg/dl. Patient treated based upon lab result. Strips not available for return, replacement sent.